Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer remove the endoscope from the arm, rotate the base, press the clutch button to cancel the guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to guided tool change being enabled.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 30 degree endoscope down movement was showing opposite and it would not flip to 30 up. An intuitive surgical inc. (Isi) technical support engineer (tse) recommended to remove the endoscope from universal surgical manipulator (usm) 2 and rotate endoscope base until the correct orientation was displayed on the screen. The tse also recommended to press the clutch button on the usm2 that was holding the endoscope (to cancel guided endoscope change) and reinstall the endoscope onto the arm. The customer was able to resolve the issue with the troubleshooting steps and got the desired image. The procedure was completed with no reported injury.